Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8711, lot # j10806r43, implanted: (B)(6) 2003, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
It was reported a physician programmer shut off twice while attempting to update the pump and subsequently caused the pump to stop. The third time the reporter entered the prescription, the pump was successfully updated. The device system was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.